Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported malfunction is due to failure due to aging since 6 years and 3 months have passed since manufacturing. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the asset failed inspection due to a lcd panel failure, only show a lines of color; the screen is mostly dark. Additionally, the main frame is bent, seals on corners of the monitor are breached and the lcd bezel is cracked. The repair is pending. A review of the device's repair history shows the asset was last serviced on september 11, 2017; inspection only/no problem found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display (lcd) monitor was found to have no image found malfunction. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported to olympus.